Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the arterial filter leaked. The product was not changed out, and surgery was completed successfully. There was less than 50ccs blood loss; however, there was no harm to the pt.

Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is needed, thus referenced codes. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).